Event description:
It was reported to philips that the internal paddles are not working. There was no patient involvement.

Manufacturer narrative:
Remote support from the customer care solution center was received, during which it was determined this was a malfunction of the large switched internal paddles. The customer was provided with replacement large switched internal paddles. It has been concluded that no further action is required at this time.